Event description:
Reporter indicated that pt's left arm is limp following surgery. Investigation to date has been unable to determine the severity of the reported event. Attempts to obtain add'l info have been unsuccessful to date.